Event description:
It was reported that the handpiece was not working. No add'l info was known.

Manufacturer narrative:
Evaluation summary: the analysis confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The evaluation revealed that the causes that may contribute to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torque or plastic torque wrench not used. A batch record review was performed and no anomalies were found during the manufacturing process.